Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a watchman procedure, a versacross connect laac access solution was selected for the transseptal puncture. Upon removal from the packaging and prior to loading versacross dilator into watchman sheath, the tip of the dilator was found to be damaged. Upon closer look, a fracture was noted on the tip. The dilator was replaced with a similar device, and the procedure was completed. No patient complications were reported.